Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawers failed. A field service engineer (fse) ran hardware test application (hta) and tested drawers, the drawers were not seen on bus, then removed back panel and found controller board to be malfunctioning. So, the fse replaced the controller board and tested, after that the drawers were operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower drawers 1.1 and 1.2 were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.